Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was initially reported by a physician via a sales representative and forwarded by our local affiliate (B)(4). Initial, and f/u info reported by the same physician via a dermik medical advisor, received on 16-mar and 17-mar-09 respectively were processed together. This case is associated to case (B)(4) by reporter. This case, considered a rumor, involves one or two pts (age & gender nos) who received poly-l-lactic acid (sculptra) therapy on an unk date. Relevant medical history and concomitant medication info were not mentioned. The pt(s) developed "granules" (nos). Corrective treatment, if any, was not specified. Event outcome is unk. According to the reporter, a previous case was reported in 2007 and batch number could be the same. (B)(4). Reporter's causality assessment: possible.